Event description:
It was reported, the patient had been having trouble with the interstim and was ¿peeing all over¿ since about (B)(6) 2014. At the end of (B)(6), the patient had a severe fall and was hospitalized for a two week period. After going home from the hospital, the patient was there for about three weeks and then had two more falls. The patient went to a nursing home for two weeks for rehabilitation. In (B)(6), stimulation was hurting their foot and they were transferred to a hospital for a week. Acute pain was noted. The patient had terrible pain in their legs from the knee to the feet and they were ¿tingling.¿ the patient was sure this was coming from the interstim. It was noted, the patient was trying to see if the device could be turned off. The patient wanted to know if the device was on, but the programmer was indicating that the programmer batteries needed to be replaced. The patient did not have batteries at the time. Later that day, the patient was able to turn stimulation on and felt it. Stimulation was ¿too strong¿ at 1.2v on program 2 so they lowered it to 0.9v where they felt stimulation on the left side of their vagina. It was added, the patient was in the hospital the last week of (B)(6) 2013 and was out for three weeks and then started to have pain in their feet and ankle. Therapeutic relief was sporadic around (B)(6) 2014 which is when the patient last had access to their programmer. It was stated that it was possible the patient might have turned stimulation off accidently at the time and then did not turn therapy on until the date of the report. The patient was to monitor stimulation and adjust accordingly. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-33, lot# va008aa, implanted: 2012 (B)(6); product type lead. (B)(4).